Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, it was reported that the pump rebooted without user intervention. The reporter denied damage to the external pump casing; there was no apparent damage to the battery compartment or corrosion inside the battery compartment. It was confirmed that the battery cap was intact, the battery cap was less than six months old, and the cap was securely attached to the pump. The reporter confirmed that there was no patient impact associated with this complaint. This complaint is being reported because the pump allegedly lost and then recovered power spontaneously.

Manufacturer narrative:
(B)(4). The black box only showed dates from (B)(4) 2012 but during that time span there was no evidence of power loss or rebooting. No damage was observed to the battery compartment or returned battery cap. The returned battery cap was able to fully tighten with no yellow o-ring showing. The pump was exercised for 24 hrs on a 1 unit per hour basal rate with returned the battery cap; no power loss or rebooting was duplicated. A battery cap functional test was performed; no battery cap connection defects were observed. The battery cap contact height and width were found to be in specifications. The pump cover was removed to investigate and no evidence of moisture or damage to the battery flex or power circuit was observed.